Manufacturer narrative:
Patient weight unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a spinal fusion procedure. It was reported the 3d image was coming over pixelated and grainy. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Additional information was received stating this the site completed the procedure using the grainy image. It was also determined the reported issue was caused by user error and resolved over the phone.